Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion, and no delivery test due to prime/fill anomaly. Unit passed the displacement test. No motor error alarms occurred during test. However, unit had loud motor noise during rewind due to faulty motor.